Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, brown particles in the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side has gotten smaller, is knobbly and no longer has initial shape. Physician has reported capsular contracture, baker grade unknown. Healthcare professional additionally noted granulomatous inflammation. Device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally noted granulomatous inflammation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side has gotten smaller, is knobbly and no longer has initial shape. Physician has reported capsular contracture...device has been explanted. This relates to the right side